Manufacturer narrative:
(B)(4). The customer returned one unit of 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned auto endo5 revealed that the applier appears typical. The jaws appear to be aligned and no damage was observed on the device. A functional inspection was performed by engaging the trigger of the applier using hand pressure. Upon engagement of the trigger, the ratchet could be heard indicating that the internal ratchet of the device is intact. One clip loaded into the jaws of the applier and closed with no difficulty. The applier was received with 2 clips remaining indicating that the end user fired 13 clips. However, no functional issues were found. Reference (B)(4) for investigation photos. The IFU for this product, 220002400 rev. 03, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Other remarks: a corrective action is not required at this time as the complaint could not be confirmed. There were no functional issues found with the returned auto endo5. The reported complaint of clips not engaging could not be determined based upon the sample received. The returned device was able to load, close, and release all remaining clips in the applier. A device history record review was performed on the auto endo5 with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned sample.

Event description:
Reported event: the clips did not engage so the applier would not fire. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review the product auto endo5 ml, lot #73a1600102 investigations did not show issues related to the complaint. The device has been returned but the investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the clips did not engage so the applier would not fire. The patient's condition was reported as fine.